Manufacturer narrative:
(B)(4). Medtronic was not authorized to complete the repairs. The customer replaced the mixers and the ventilator was returned to service. The mixers were returned. An investigation was performed and the customer alleged malfunction was confirmed.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the mixer and the ventilator was returned to service.

Event description:
It was reported that during patient use the ventilator mixer knob broke while the medic was adjusting the settings. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.